Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus or basal delivery. The blood glucose reading was 229 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump passed displacement, basic occlusion, prime/a33, excessive no delivery and occlusion tests. The insulin pump has cracked reservoir tube lip, cracked case near the display window corner and stained end cap sticker noted.